Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in austria): over infusion

Manufacturer narrative:
Exemption number e2016018 (B)(4). This report has been identified as b. Braun (B)(4) ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. The device was subjected to a visual and functional examination. No external damages were detected. The device showed age-related marks of use and slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. Following a delivery accuracy measurement according iec 60601-2-24 was arranged. All measured values are within our specification. No damages were discovered inside. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.